Manufacturer narrative:
H11. Corrected data: updated h6.

Manufacturer narrative:
Updated sections d4-expiration date, h4, and h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remained implanted. The heart is a multivalvular system with heart valves function to promote coordinated forward blood flow during the cardiac cycle. Repairing or replacing one valve might affect the function of another valve by changing the heart structure and/or the hemodynamics. Additional unplanned intervention might be required to restore the normal forward blood flow. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient developed aortic insufficiency post implantation of a 25mm mitral valve due to impingement of the mitral valve on the aortic valve annulus with a large suture. A 19mm aortic valve was implanted. Per received records, this patient presented with shortness of breath and respiratory failure and was found to have severe mitral valve stenosis and aortic stenosis and coronary disease. She was referred for mitral valve and aortic valve replacement and coronary bypass grafting. Intraoperatively, the mitral valve was found to be incredibly stenotic and calcified. A 25mm mitral valve was implanted. After the patient was weaned from cardiopulmonary bypass, everything looked very good; however there is appeared to be significant aortic insufficiency probably from impingement of the mitral valve on the aortic valve annulus with a large suture as it required because of all the calcium present. The patient went back on cardiopulmonary bypass and received a 19mm aortic valve. The patient was then weaned from cardiopulmonary bypass. The ventricular function appeared to be good and the valve function was good but the mitral annulus appeared to disrupted. There was atrioventricular disruption with massive bleeding from the posterior aspect of the heart which could not be control. The patient expired intraoperatively.